Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed for intermittent delivery of clindamycin 900mg, with a dose amount of 76ml, for a duration of 30 minutes, with an 8hr dose frequency, a 1ml kvo rate and a 270ml container size. On (B)(6) 2010 at an unspecified time, the delivery was started. On (B)(6) 2010 at an unspecified time after the 1100 dose was completed, the pt's daughter notified the home infusion nurse that the device was "making a squeaking noise and beeping." At that time, the daughter was instructed to change the batteries in the device. It was reported that the nurse reviewed with the pt's daughter and verified the programming. At an unspecified time between 1300 and 1400, the pt's daughter called the pharmacy and indicated that the device display indicated that the device was delivering at a rate of 26 ml/h instead of the expected 1ml/hr kvo rate. The customer contact reported that this time the delivery was stopped. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Event description:
Reporter alleged obtaining the results of 192 mg/dl, 216 mg/dl and 108 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.